Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. The anatomy location was not reported. During the procedure, it was noted that the advanix biliary stent has failure modes of bent or kinked, difficult or failed to deploy, break or fractured. Additionally, it was reported that the advanix biliary stent had a migration issues . The procedure was successfully completed with another advanix biliary stent. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.